Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku serial number - a serial number of (B)(4) was provided for the cobas 8000 core module associated with the e602 analyzer.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on an e602 analyzer. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample was from a child and no heparin was used. The sample initially resulted as 7.77 ng/ml. A system alarm indicating that the system reagent was running out occurred immediately before the sample measurement. Based on "unbalanced results", the customer repeated the ft4 measurement and the repeat results were 1.33 ng/ml and 1.32 ng/ml. The 1.33 ng/ml value was reported outside of the laboratory. Calibration and controls performed prior to testing were acceptable. It was confirmed that there was enough volume in the sample tube and there were no bubbles or clots in the sample. The patient was not adversely affected. The ft4 reagent lot number was 1685400, with an expiration date of 07/31/2017. The ft4 reagent was put on the analyzer on (B)(6) 2016 and 52 tests were left in the pack according to the field application specialist who visited the site on 10/07/2016. The system reagents were just replaced with new ones. The user was informed that bubbles formed after replacing the system reagents may have been a possible cause for the issue, but that priming usually removes bubbles when the analyzer is started. The customer is using sample tubes that have dimensions of 10 mm x 70 mm and no rack adapters are used for these tubes. The customer believes loose tubes can be set correctly without adapters. On (B)(6) 2016, the customer experienced an event with non-reproducible erroneous results using the same sample container. No details were provided regarding this event. The customer was instructed not to use these tubes since they are not suitable for use on the analyzer. A sampling issue was a possible root cause since the customer used a sample container that was not suitable and these containers were used without adapters. The sample probe of the analyzer was visually checked by the field service engineer and no dirt was observed on the probe. The probe was cleaned. Liquid level detection voltage was adjusted. The pinch valve tubing was visually checked and no problem was observed. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. Investigations of calibration data found the data to be lower than expected, but control values were within specified ranges. Possible root causes for this event may be incorrect pre-analytic sample handling, bubbles or foam on the reagent surface, potentially old pinch tubes, a "sipper no touch modification" not being installed on the analyzer, improper handling of the reagent or system reagents, or contamination of the environment with the analyte. Rack adapters are recommended for tubes with a diameter smaller than 16 mm. Tubes with the diameter used by the customer are not recommended for use on the analyzer.